Manufacturer narrative:
The reported impedance issue was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The root cause of the fractures are unknown as the patient did not report any falls or trauma.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's left lead had high impedances on all contacts. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.